Event description:
It was reported that the ilet system generated recurring insulin occlusion alerts while the patient was using a contact detach steel infusion set on the abdomen, with blood glucose reaching 318 mg/dl and the issue only resolving after a full supply change; troubleshooting by customer care agent included disconnecting the tubing and performing a fill tubing sequence with observed drops, and insulin delivery was resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, consistent with a deformation problem contributing to the occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.